Event description:
It was reported that this left bundle branch lead was suspected of fracture due to high pacing impedance out of range. This lbb lead was surgically explanted and replaced. No additional adverse patient effects were reported.